Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an anonymous customer was hospitalized due to an elevated blood glucose (bg) level (value not provided). Reportedly, the cause was related to a non-tandem sensor issue; however, no additional information was provided. As no customer information was provided, tandem technical support was unable to obtain any additional information.